Event description:
The customer reported via phone call that their blood glucose was 460 mg/dl. The customer also reported their blood glucose declined to 21 mg/dl. It was also reported the customer experienced low blood glucose when they treated their blood glucose with a bolus delivery. The customer declined to troubleshoot for their high or low blood glucose. The customer stated they may have pressed the wrong button, causing over-delivery of insulin. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.